Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed during evaluation. The device exhibited intermittent power operation on dc due to depressed battery pins that were unable to rebound as designed. The rear case was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device experienced intermittent power without user input. There was no patient involvement.